Event description:
The time of event is not during procedure. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the insertion flexible tube steel braid piercing . Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.